Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 30 mmol/l. The customer stated that insulin pump was not push insulin. Customer stated that insulin pump was not first rewind and it did after several tries. Customer stated they ran self test and did not encounter any error. Customer stated that battery cap was damaged. The insulin pump will not be returned for analysis.